Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the vitrectomy cutter could not actuate from the beginning during a procedure. The condition of aspiration was unknown. The procedure was completed after replacing the product with another one. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
One opened probe was received. The returned sample was visually inspected and found to be non-conforming with the cutter stuck in the port and foreign material on the port face and needle. The sample was unable to be functionally tested due to the cutter remaining in the port. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No wear marks were observed at the bend area. The tip of the inner cutter was observed to be slightly bent. Brown/orange foreign material was observed on the inner cutter and the o-ring. The o-ring, spacers, spring and diaphragm are all intact. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are four additional complaints associated with the lot for the reported issue. The sample was unable to be functionally tested, however, the cutter remaining in the port could point to an actuation failure, as was reported. The exact root cause of the cutter remaining stuck in the port could not be determined from the evaluation. The most likely root cause is the foreign material observed on the inner cutter and the bent tip of the inner cutter. A damaged inner cutter, as well as foreign material between the inner cutter and needle, can impede the movement of the cutter shaft, causing to probe to not be able to perform the cut. How and when the foreign material was introduced and the tip of the inner cutter became bent cannot be determined form this evaluation. No specific action with regard to this complaint was taken by the manufacturing site because the exact root cause for the cut issue cannot be determined from this evaluation. All probes are 100% inspected and tested for actuation, aspiration, and cut during manufacturing. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).